Event description:
The patient is pursuing a product liability claim arising out of the use of the persona tm tibial component. It was reported by patient that the patient received an implant on (B)(6) 2013 and experiences some mild, dull pain that is constant but sometimes they experience shooting pain that is more severe. The pain is worse with increased activity where they have observed swelling. An x-ray taken (B)(6) 2015 showed a radiolucent line below the tibial component where the bone is not growing into it. The patient has planned to wait to schedule a revision surgery until the pain is no longer tolerable. Note that the patient was also implanted with a tm patella on (B)(6) 2013; however, there is no indication that the patellar component has any issue. The persona tm tibial component is of zimmer warsaw design control and the tm patella is of zimmer tmt design control.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.